Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal aortic aneurysm stent system. Approximately six (6) days after the post initial procedure, the patient presented with an endoleak type 1b and non-device-related endoleak type ii. The physician elected to treat the patient by implanting an ovation ix iliac limb. The final patient status was reported as doing well post-repair. Reference MFR. Report # 3008011247-2022-00161 for this event. Approximately eight (8) months after post initial procedure an endoleak type 1a was suspected. The physician elected to treat the patient by coiling behind the sealing ring and implanting an ovation ix extender with a palmaz (non-endologix) stent. The final patient status was reported as doing well with no signs of any leak per the computed tomography (CT) scan. The endoleak type 1a event is addressed per this report (patient ID (B)(6)).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto, type ia endoleak with the additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The infrarenal neck angle was 76.9 degrees, which most likely contributed to the reported events. It was noted at the index that the sealing ring was intentionally placed below the left renal artery; it is unclear if this contributed to the reported event. The complaint is most likely anatomy-related. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day six, hospital day nine in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date. H6: investigation finding codes; remove 3233. H6: investigation conclusion codes; remove 11.